Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that a site's hand held computer was not working. A soft and hard reset did not resolve the issue. It was also reported that the screen would "dim out." Product has been returned to manufacture. Product analysis is pending